Manufacturer narrative:
(B)(4). Batch # = m92j13. Additional information was requested and the following was obtained: can you please clarify the event description of "clamp locked after laying the second clip". What is meant by locked: after introduction of the clamp, the clip fell. This required to reload and close a clip to be sure there were no gag. After, it was impossible to use the clamp which was stuck open; did device fire but stayed locked on tissue: no the analysis results found that the el5ml device was returned in good condition; upon visual inspection, 1 conforming clip and 3 malformed clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation; in addition, the anti-backup and lockout mechanisms were found to be non-functional. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup and lockout failures. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clamp locked after laying the second clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.